Event description:
Additional information on 9/28/2017 notes the patient's condition post procedure was stable and the patient was discharged home the same day as the procedure.

Manufacturer narrative:
The reported field event of backup was confirmed in the laboratory due to battery voltage had reached end of life (eol). The product code was downloaded and normal function ensued. The device exceeded the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the asymptomatic patient presented to the clinic in back-up vvi mode. The device could not be interrogated, however remained implanted. No additional information was available.

Event description:
New information notes the pulse generator was explanted and replaced on (B)(6) 2017.